Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and to follow-up with their peritoneal dialysis nurse (pdrn). The patient reported that they had continuous ambulatory peritoneal dialysis (capd) available for treatment. Upon follow-up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy, if needed, and confirmed that the patient was able to complete the peritoneal dialysis treatment using capd in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler, which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external inspection was performed with no damage noted. Although there were visual indications of dried fluid within the cassette compartment, there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. During fill phase cycle 1 of the post accelerated stress test (ast) 2 hour 15 min 8500 ml simulated treatment, a make sure heater bag is on heater tray and unclamped message occurred. An inspection of the heater tray/scale found it was not obstructed and functioning correctly. There were no fluid leaks in the cassette during the test treatment. The failure was due to a fluid intrusion. The hp1 filter was replaced with a clean filter. An ast was performed and completed without issue. There were no fluid leaks in the test cassette during the ast. The second post-ast 2 hour 15 min 8500 ml simulated treatment was performed and completely without failures. The cycler underwent and passed system air leak and valve actuation testing. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.